Event description:
We have a cubby bed and my son got stuck in between the mattress and bed frame. The bed is a hazard; there is way too much space in between the frame and mattress. This is not a safe bed for children.